Event description:
Pacemaker malfunction after av node ablation. Newly implanted vvir pacemaker failed to reprogram to vvir 70-135 bpm, stayed voo at 40 bpm after rf ablation. Lead impedance as interrogated from pacemaker was >2500 ohms. Actual lead impedance was 51 ohms.